Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from corrosion of the flex trace, due to a combination of moisture and soldermask delamination. Through a CAPA, a change in the design of the gastro flex was implemented in july 2016. This transducer was prior to the CAPA.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning for a cardiac surgery procedure, the transducer displayed a us acquisition hw_31 error message when it was connected to the ultrasound system. The intended procedure was delayed five minutes but it was completed with the same transducer. There was no need to repeat the study since there was no loss of data. There was no patient or user injury reported. No additional information was provided.